Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle failed to retract during IV insertion with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported the needle failed to retract during IV insertion.

Event description:
It was reported that the needle failed to retract during IV insertion with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported the needle failed to retract during IV insertion.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received 16 unopened units from lot number 9122758. A functional test was performed where all units tested successfully retracted per specifications. No defect was observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.